Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study and a manufacturer representative on (B)(6) 2020 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. It was reported that the patient experienced a possible infection at the surgical site. The pump was implanted on (B)(6) 2015 and on (B)(6) 2015 the patient started to complain of pus and redness from the surgical site. The patient went to the emergency room (ER) and had a computerized tomography (CT) scan. This was reported to the site on (B)(6) 2015. It was noted that the patient had a low grade fever on (B)(6) 2015. It was unknown if treatment was received in the ER and the hcp could not confirm if this was a possible event as there were not enough medical records available to confirm. The site did not request records from the hospital. It was unknown if there was any impact to the patient and it was unknown if any additional medical intervention was required to prevent permanent injury or impairment. It was unknown if assessment for product/therapy/procedure relatedness was made by the investigator, sponsor, or cec. The patient remained active in the study and the device was active. No further complications were reported or anticipated.